Event description:
Checked back up controller to ensure proper settings. Lcd screen distorted and unable to see full screen. Replaced controller and returned device to thoratec. This was a thoratec heartmate ii pocket controller. There was no patient injury due to this issue.